Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels over the past six months. The customer's bg values displayed as 'low' on the continuous glucose monitor (cgm). The causes of low bgs were unknown. The customer consumed carbohydrates to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.